Event description:
While deploying pfo closure device, j-tipped rosen wire caught on device, and device did not deploy correctly. Distal "umbrella" was then not deployable or retrievable from the left atrium.